Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("she believes ultrasound demonstrated that one of the essure coils was perforating her fallopian tubes") in a (B)(6) female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergy to metals (allergic to costume jewelry, believes she may have nickel allergy). Concomitant products included anesthetics, general for general anesthesia. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain, abdominal pain lower and abdominal pain, allergy to metals ("believes she may have nickel allergy") and alopecia ("hair loss"). The patient was treated with surgery (in (B)(6) 2013, appendix removed, pathology showed no appendicitis. Exploratory laparotomy also performed). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, allergy to metals and alopecia had not resolved. The reporter considered fallopian tube perforation, allergy to metals and alopecia to be related to essure. The reporter commented: after speaking with her physician, she believes that she will require a hysterectomy to relieve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2013: laparotomy result was no other pathology in abdomen and pathology test result was no early acute suppurative appendicitis. In 2015: ultrasound scan result was one coil perforated the fallopian tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and an ultrasound demonstrated that one of the essure coils perforated her fallopian tubes, serious event due to medical importance and anticipated in essure's reference safety information. In this particular case, around 1 year after placement, consumer had right lower abdominal pain and went to emergency room and an appendicectomy was performed however the pathology report did not confirm acute suppurative appendicitis. She also underwent an exploratory laparotomy and no other pathology was found in her abdomen. The abdominal pain remained 2 years after the surgery and an ultrasound revealed that coils was perforating her fallopian tubes. The exact date and mechanism of perforation is unknown. However, given event's nature causality cannot be excluded. This case was regarded as incident since surgical intervention was required. Other non-serious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('she believes ultrasound demonstrated that one of the essure coils was perforating her fallopian tubes') in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergy to metals (allergic to costume jewelry, believes she may have nickel allergy). Concomitant products included anesthetics, general from (B)(6) 2012 to (B)(6) 2012 for general anesthesia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain, allergy to metals ("believes she may have nickel allergy") and alopecia ("hair loss"). The patient was treated with surgery (in (B)(6) 2013, appendix removed, pathology showed no appendicitis.exploratory laparotomy alsoperformed). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, allergy to metals and alopecia had not resolved. The reporter considered allergy to metals, alopecia and fallopian tube perforation to be related to essure. The reporter commented: after speaking with her physician, she believes that she will require a hysterectomy to relieve her symtoms. The placement of the left essure showed only tip end being able to be seen. The placement of the right essure showed 2 coils in the endometrial cavity diagnostic results (normal ranges are provided in parenthesis if available): laparotomy - in (B)(6) 2013: results: no other pathology in abdomen. Pathology test - in (B)(6) 2013: results: no early acute suppurative appendicitis. Ultrasound scan - in 2015: results: one coil peforated the fallopian tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is consdered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 16-jul-2021: mr received. Reporter information, date of birth and reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("she believes ultrasound demonstrated that one of the essure coils was perforating her fallopian tubes") in a (B)(6) female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergy to metals (allergic to costume jewelry, believes she may have nickel allergy). Concomitant products included anesthetics, general for general anesthesia. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required) with abdominal pain lower and abdominal pain, allergy to metals ("believes she may have nickel allergy") and alopecia ("hair loss"). The patient was treated with surgery (in (B)(6) 2013, appendix removed, pathology showed no early acute suppurative appendicitis). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, allergy to metals and alopecia had not resolved. The reporter considered fallopian tube perforation, allergy to metals and alopecia to be related to essure. The reporter commented: after speaking with her physician, she believes that she will require a hysterectomy to relieve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2013: laparotomy result was no other pathology in abdomen and pathology test result was no early acute suppurative appendicitis. In 2015: ultrasound scan result was one coil perforated the fallopian tubes. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and an ultrasound demonstrated that one of the essure coils perforated her fallopian tubes, serious event due to medical importance and anticipated in essure's reference safety information. In this particular case, around 1 year after placement, consumer had right lower abdominal pain and went to emergency room and an appendicectomy was performed however the pathology report did not confirm acute suppurative appendicitis. The abdominal pain remained 2 years after the surgery and an ultrasound revealed that coils was perforating her fallopian tubes. The exact date and mechanism of perforation is unknown. However, given event's nature causality cannot be excluded. This case was regarded as incident since surgical intervention was required. Other non-serious events were reported. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on (B)(6) 2017: due to internal review of initial source document, "pelvic pain" was added as symptom of the event "perforation of fallopian tubes". Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and an ultrasound demonstrated that one of the essure coils perforated her fallopian tubes, serious event due to medical importance and anticipated in essure's reference safety information. In this particular case, around 1 year after placement, consumer had right lower abdominal pain and went to emergency room and an appendicectomy was performed however the pathology report did not confirm acute suppurative appendicitis. She also underwent an exploratory laparotomy and no other pathology was found in her abdomen. The abdominal pain remained 2 years after the surgery and an ultrasound revealed that coils was perforating her fallopian tubes. The exact date and mechanism of perforation is unknown. However, given event's nature causality cannot be excluded. This case was regarded as incident since surgical intervention was required. Other non-serious events were reported. The product technical analysis has been sought further information will be obtained through the litigation process.